Manufacturer narrative:
A. Select patient information cannot be included in the regulatory report due to regional privacy regulations. B2. And b3. The date of death nor the date of event were reported. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported, at an unknown timeframe following the implant of this transcatheter aortic bioprosthetic valve, the patient died. The cause of death was not received. There was no evidence to suggest the valve or its function contributed to the patient's death; however, the relationship between the death and the tav and tav implant procedure was unknown. No further information was reported.

Event description:
It was reported, approximately 10 months following the implant of this 26 mm transcatheter aortic bioprosthetic valve (tav), the patient died. The cause of death was not reported and the relationship between death and device was unknown. Additional information was received that the patient was not hospitalized. Per the physician, the valve can be excluded as a contrib uting cause to the death, and the death was not cause or contribute by the patient's underlying medical history.

Manufacturer narrative:
Updated data: b5, d6b. Explanted date is unknown. H6. Corrected data: b3. Date of event is unknown. Date of event was erroneously omitted from the initial medwatch. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.